Event description:
Healthcare professional reported approximately 4 months after pt was injected with two syringes of juvederm voluma xc and two syringes of "juvederm" "in the v1, v2, v3 areas and possibly under the eyes," the pt was seen by the injector and stated they had a teeth cleaning by their dentist a couple of weeks prior and "around the v4 area by the ear, the pt had nodules and hardening of the product". The injector referred the pt back to the dentist and stated that the pt could have possibly gotten an infection from the teeth cleaning. The pt returned to the dentist, who prescribed the pt a 12 day supply of antibiotics. The pt went back to see the injector following the antibiotics and "had nodules at the v4 area and under the eyes". The injector treated the pt twice with 100 units of vitrase. The area around the ear looks like the vitrase has dissolved the filler, but the area under the eyes is described as being "hard and encapsulating". The symptoms are getting better but have not resolved. This is the same event and the same pt reported under MDR ID # (B)(4) (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product. Juvederm voluma xc.

Event description:
Symptoms resolved approximately 8 months after injection with no additional treatment.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of nodules, hardening, infection, and "encapsulating" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks". Precautions: "as with all transcutaneous procedures, dermal filer implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed". "Pts may experience late onset nodules with use of dermal fillers, including juvederm voluma xc". Adverse events: per table 1: treatment site responses by maximum severity occurring in greater than 5% of subjects after initial treatment (n=265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by less than 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness". "Device-and injection related adverse events occurring in less than 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)". Post-market surveillance: juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009". "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities". "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery".